Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Found during evaluation: the image quality test was performed, and it was found that the equipment's operation and image quality are outside the limits established in the service manual. The root cause was not identified.

Event description:
Found during evaluation: the image quality test was performed, and it was found that the equipment's operation and image quality are outside the limits established in the service manual.